Event description:
The patient had a removal of an ICD that had eroded through the skin and was infected. The site was cultured with results of gram-positive cocci. The patient was admitted to the hospital for IV vancomycin along with fresh frozen plasma to immediately reverse his inr (international normalized ratio) to undergo ICD explantation.

Event description:
The patient had a removal of an ICD that had eroded through the skin and was infected. The site was cultured with results of gram-positive cocci. The patient was admitted to the hospital for IV vancomycin along with fresh frozen plasma to immediately reverse his inr (international normalized ratio) to undergo ICD explantation.